Event description:
Lawyer of patient informs about hip revision of our implants and quotes parts of revision surgery report in 2006: "surgery indication due to increasing pain and x-ray proved cup onset after hip tep 2001, infantil hemiplegy. Luxated hip head, big quanties of granulate in tissue due to inlay wear debris. Extended cavity osteolysis around broken off screw. Screw breakage plus following cup onset were due to material deficiency of primary implant as rku states. Polyethylene parts had dissolved, this lead to screw breakage which again induced inwards slipping of cup. Further consequence of this complication was the damage of patient's hip bone."

Manufacturer narrative:
Examination was not possible, as the products were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.